Event description:
The shunt was implanted in 1999. The pt did well until 2002 when pt began experiencing seizures and some mental status change. Pt was evaluated at two other facilities for possible shunt malfunction, but was discharged without changing the shunt. In may, pt became progressively more obtunded and unresponsive and was admitted on 05/2002. Studies indicated infection and malfunction of the shunt system. CT scanning of the head, when compared with studies done in 1999, suggested ventricular enlargement. The shunt was revised in 2002.